Manufacturer narrative:
Section a5, patient information/ethnicity: jewish. Section b3 date of event: the exact date is unknown. The best estimate is between the implant and explant dates. On (B)(6) 2017, through on (B)(6) 2023, respectively. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 4581, this code was used for device decentered or dislocated or tilted subluxated or wrong position. Attempts have been made to obtain the missing information; however, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The iol dislocated. Additionally, the patient experienced corneal edema. The replacement lens is different jnj model za9003 25.0 diopter. The explanted iol will not be returned as it was discarded. No further information was provided.